Event description:
It was reported that the spd noticed the spring is not working properly on the hohmann-style arm 183 mm.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product eval revealed the locking mechanism is rough-running. The locking mechanism of the hohmann-style arm was lubricated, and after, the mechanism moved as required. Therefore, it is concluded that insufficient lubricating after reprocessing caused the complained malfunction.